Event description:
It was reported from (B)(6) by the patient that they experienced battery switching. The batteries were reported to switch with different levels of charge; the charge level is reported to not have been below 10% capacity. The batteries were exchanged with no reported consequences or impact to the patient. No additional information was reported. This is report 2 of 2.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de, (b)(46); a00036, (b)(46); a00036, (B)(4); a00036, (B)(4); this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01352 and 3007042319-2015-01353) submitted for devices related to the same event.

Manufacturer narrative:
(B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed instances of premature power switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and one battery with the potential to malfunction due to faulty internal cells. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01352 and 3007042319-2015-01353) submitted for devices related to the same event.